Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The pump had a fa 896 notification. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712k was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thus for history files and trace files. No notable alarms or alerts were found in history file on event date. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, scratched case, stained keypad overlay, pillowing keypad overlay, cracked retainer. P-cap was attached and locked into place properly, however, it was noted as damaged due to cracked retainer. No current code is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.